Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was 4/09/2019. The due date for the report was 5/09/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/10/2019, the mentor failure analysis lab has received the device for evaluation. Concomitant product: mentor memorygel breast implant 350cc, catalog number: 3503504bc, sn: (B)(4), lot 6962671. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. On 05/17/2019 , during evaluation of the sample a crease was observed in the anterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The second product received is related to a concomitant device, therefore no further investigation is required. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old asian female underwent primary breast augmentation with a mentor memorygel breast implant 350cc and experienced capsular contracture baker grade IV after implantation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.